Event description:
Spontaneous call from patient stating he woke up severe shortness of breath in the middle of the night around 4:30am and noticed that pump was turned off sn (B)(4). Seemed very agitated to answer any questions but stated that he doesn¿t know long he went without medication and that he started back up at 60nkm and went back to sleep. He does have a backup pump that is functioning. He is currently doing better. If yes. Was any medical intervention provided? Please explain. No, is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product cause or contribute to patient or clinical injury? Yes. Reported to (B)(6) by: patient/caregiver.